Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they noticed in the last few months the stimulator moves and then they noticed in the last week, having pain at their ins battery site when they turns, it hurts really bad on their side. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient reported that they fell 2 weeks ago and landed on a garden stake in the area of the battery and that they were still sore. The patient confirmed that the implantable neurostimulator was moving before she had fallen on the garden stake and that she had previously had pain at the implantable neurostimulator site before her recent fall; however, the pain was exacerbated afterward the fall. She indicated that no steps have yet been taken to resolve this issue; however, she is meeting with her physician to have it assessed this coming week as she is still experiencing pain at the implantable neurostimulator site. There were no contributing factors noted to have caused the implantable neurostimulator movement.